Event description:
A capture threshold could not be assessed for the lv lead. A software reset was detected while assessing the capture threshold. After programming the device and reinterrogating, no reset message was displayed. The representative phoned two days later to report that the rv and lv leads were repositioned, resulting in adequate capture threshold values. The system remains implanted.